Event description:
It was reported that bd nexiva leaked at the septum. The following information was provided by the initial reporter: when you flush one port, saline comes out the other port. Describe patient /(hcp) / user impact: none.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One 20g nexiva IV catheter was received separate from the needle. A functional test revealed a leak from the catheter tubing. The leak site exhibited a longitudinal cut in the IV catheter tubing. No other leaks were detected on the device. The characteristics of the damage indicate that the IV catheter was likely damaged during assembly. No other similar complaints were reported from the implicated lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.